Manufacturer narrative:
The investigation is ongoing. If additional information is received, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k897003/ k904939.

Event description:
It was observed that during the device evaluation, the telescope exhibited broken/loose components on main body. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damaged guide pin occurred due to excessive force. Olympus will continue to monitor field performance for this device.